Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered inside of lg-lens and corroded. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the evis exera ii duodenovideoscope during reprocessing the scope found leakage from biopsy channel. During inspection and evaluation, the inside of the light guide lens has discoloration, damage of the distal end. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a cut on the bending rubber water tightness is lost, due to damage on the air/water tube, water tightness is lost, due to deformation of the electrical connector, endoscope cable cannot be connected securely, due to damage on charged coupled device unit, the specified resolving power is not obtained and the image has black dots, nozzle is missing, objective lens has a scratch and discoloration, forceps elevator has foreign material ¿ giw (since the reported phenomenon was leakage, we can believe customer sent back the scope without fully reprocessed it). Plastic distal end cover has a dent, adhesive on bending rubber is detached, bending rubber has discoloration, connecting tube has buckling and a scratch, image guide protector has a cut, up/down right/left knob, grip and control knob are dirty, air water cylinder is shaved, and light guide bundle is slipping down. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.